Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was bleeding vessels during a bariatric procedure. The surgeon had previously attempted to seal the vessels with the device. Blood loss amount is unknown. It is also unknown if regrasp alarms or end tones were heard. The patient's current status is "ok".